Event description:
Healthcare professional (hcp) reported that a patient had an adverse event using skinvive¿ by juvéderm® in the cheeks. Hcp reported that the patient was injected with 2 syringes of skinvive¿ by juvéderm® in the perioral region for perioral lines. Approximately 4 weeks after treatment the patient developed 4 large nodules on the inner (mucosal) part of their lips had biofilms diagnosed by the provider. No biopsy to confirm the event of biofilm. The patient was subsequently treated with doxycycline and hyaluronidase to remove the product. The patient is currently being managed weekly and is improving.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.